Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient passed away due to an unreported cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.